Event description:
Ff/emt's responded to a person, unconscious and not breathing and down for an unknown period of time. The device was connected to the patient with disposable ECG/defibrillation electrodes and powered on. According to the reporter, the device alarmed "connect electrodes" and would not analyze the patient's rhythm. The device was swapped out with a lifepak 12 defibrillator at the scene and connected to the already attached electrodes. ECG leads were connected to the patient whose rhythm showed asystole. Patient was pronounced dead on the scene.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The patient's transthoracic impedance from being down for an unknown period of time was confirmed from the asystole reading in ECG leads from the lifepak 12 monitor. Information regarding patient impedance and the device's electrode recognition was reviewed with the facility and the device returned to the customer for use.